Event description:
It was reported that the mouth doesn´t close anymore. No additional information regarding a specific failure mode was provided. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. Functional testing of the returned device revealed the jaw is not closing. The most likely cause(s) for the reported failure is prying/leveraging the device against bone or another instrument.